Event description:
Boston scientific crm received information that during a routine device check prior to a change out procedure, it was noted that the right atrial (ra) lead exhibited out of range impedance measurements. During the procedure, the ra lead was found to be fractured. The lead was explanted and a new ra lead was successfully implanted. It was noted that the hospital kept the lead and sent it to their pathology department, so it is unknown if the lead will be sent back for analysis. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated.